Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental at the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process

Event description:
It was reported that during an unknown procedure, the staples failed to form when fired. Case completed with another device of the same product code. There were no patient consequences reported.